Manufacturer narrative:
The insulin pump passed the self test. However, a reset error alarm occurred after a battery change due to a broken solder joint on the interface board. The insulin pump was received with minor scratches on the display window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received alarms on the insulin pump. The customer's blood glucose was not known. A bolus was programmed into the air and the bolus amount was recorded in the history. The unexpected restart alarm was stated to have occurred shortly after inserting a new battery. Nothing further was reported.